Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy (hypersensitivity, nickel allergy, rashes/skin conditions)"), migraine ("migraine") and nervous system disorder ("nuero condit/problem") and was found to have neoplasm malignant ("cancer") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the dyspareunia, hypersensitivity, migraine, nervous system disorder, neoplasm malignant and weight increased outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, hypersensitivity, migraine, neoplasm malignant, nervous system disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lab data added. Events : dyspareunia (painful sexual intercourse), pelvic/abdominal, allergy (hypersensitivity, nickel allergy, rashes/skin conditions),bleeding: general. Abnormal. Bleeding , migraine, nuero condit/problem, cancer, weight gain were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.